Event description:
Caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapping into place. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller with inspecting and cleaning the pump and cartridge, and attempted to load a new cartridge, but the issue persisted. It was determined that a replacement pump would be sent to the customer, who will use multiple daily injections as a backup therapy in the meantime. The caller understood the instructions provided for receiving the new pump and returning the problematic one.